Event description:
Customer reported unexpected negative reactions on the galileo for a patient sample known to contain anti-fya .

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready screen (crrs)(pooled cells), lot n197, using retention capture-r ready indicator cells (crric), lot 221365, used by the customer at the time of the event. The customer's sample was received with 3+ hemolysis; therefore, no testing was performed on the galileo instrument. The sample was tested by manual solid phase with retention crrs(pooled cells), lot n197, using retention crric, lot 221365. The sample was nonreactive. The sample was tested by tube hemagglutination tests using retention panoscreen I, ii and iii, lot 14367, using immuadd as the potentiator. A room temperature incubation was included. The sample was nonreactive in all phases of testing.